Event description:
It was reported the procedure was being performed on a male pt weighing (B)(6) in the intensive care unit. The pt had a history of chronic obstructive pulmonary disease, hypertension arterial systemic and chagas disease. The pt was admitted for lumpectomy, lung biopsy, pleurectomy and thoracostomy. The catheter was placed into the pt's right radial artery. According to the nurse responsible for the room at the time of the procedure, the catheter had a hole in the fastener at the junction and there was abundant bleeding at the insertion site. There was no delay in treatment and no pt death or complications were reported. The pt is doing well and is in the infirmary. F/u info received on (B)(6) 2012 states there was a hole in the juncture hub. The blood leaking was only at the insertion site and no blood transfusion was required.

Manufacturer narrative:
(B)(4). Sample will not be returned.